Event description:
It was reported that during a laparoscopy procedure, the obturator would not come off from the sleeve. But, the housing parts did come off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/05/2009. Lens, latch, seal. Evaluation summary: the analysis results of the b12lt found that it was received with the obturator inserted through the sleeve and the latch mechanism broken. Once the obturator was removed from the sleeve, the cap of the universal seal assembly was noted separated from the base. Additionally, the lens of the obturator was noted cracked. It could not be determined what may have caused the damage to the universal seal, obturator cap and the latch. A potential cause may be the polycarbonate degradation due to the exposure to chemical cleaning agents that lead to the found condition of the polycarbonate. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.